Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the introducer broke under the scalp during implantation. It was reported that the broken device was removed, however, there is a possibility that fragment of the introducer remains in the patient's body.